Manufacturer narrative:
Qn#(B)(4). Device evaluation: it was reported that after the catheter was connected to dialysis the catheter sucked air. This issue was not confirmed. One 2-lumen, 15 fr x 27 cm cannon ii plus hemodialysis catheter was returned. The sample showed evidence of use but no defects or anomalies during visual examination without magnification. The catheter was leak tested. With the opposite end of each lumen occluded, water was injected into each extension line. Each lumen was pressurized to 45psi for 30 seconds. No leaks or cross-overs were observed on the venous lumen. Leakage was observed at the base of the compression cap as soon as the arterial lumen was pressurized. The compression cap was unscrewed from the hub and the green compression sleeve was found to be missing. The instruction booklet contains procedures for catheter insertion and warns that the green compression sleeve must be present when threading the compression cap onto the hub. A device history record review was performed and did not reveal any manufacturing related issues. A risk evaluation was completed for this complaint. A leak at the base of other remarks: the compression cap was observed during leak testing of the returned sample. It was determined that the compression sleeve was missing from the assembly. However, based on the description of events, it appears that the returned extension line / catheter assembly is the one used to complete the procedure and not the one involved in the reported issue. Therefore, the probable cause of this issue could not be determined. A customer in-service has been initiated for the missing compression sleeve. No further action will be taken.

Manufacturer narrative:
(B)(4). This report is for the first in a series of two consecutive product problems with the same patient. The second issue has been reported under MDR # 1036844-2016-00403.

Event description:
It was reported that after the catheter was connected to the dialysis the catheter sucked in air. Due to this the lumen were exchanged and the dialysis could be completed without any further issues. No leakages were observed. Since pus was noted at the right jugularis interna insertion site, the catheter was removed and a new set was placed at the left jugularis interna. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.